Event description:
In order of 1 box of 5 pens 3 of the 5 leaking prior to use. Dose, frequency & route: inject subcutaneously per sliding scale three times daily. Dates of use: 2005 til present. Diagnosis: diabetes type ii.